Manufacturer narrative:
The tech found the side rail latch assembly is dirty preventing proper connection to latch the side rail. The tech thoroughly cleaned the side rail latch assembly to resolve the issue.

Event description:
The tech alleged that the side rail will not latch. No pt impact.